Manufacturer narrative:
Submit date: 06/06/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an enteral feeding pump. Customer reports: the unit keeps turning itself off. It is stuck in ez mode can't access the bio-tech menu to clear it. No patient involvement.

Manufacturer narrative:
An investigation of kangaroo joey was performed for the reported condition of; unit keeps turning itself off. The unit was triaged and the complaint was confirmed. The root cause of the reported issue was due to the unit¿s pcb failure. The unit¿s pcb was replaced. The unit was then tested; unit passed all testing. Kangaroo epump was manufactured in 2013. A review of the device history record shows this device was released meeting all manufacturing specifications. (B)(6). (B)(6).